Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, there was no data on the receiver. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Pairing and functional testing was performed and there was no failure detected. The reported event of no data on the receiver was not confirmed. A root cause could not be determined.